Event description:
The pt felt no stimulation sensation when she tried to turn on her implantable neurostimulator (ins). The pt never had therapeutic effect. The pt turned her device off to change her ins. The pt had coupling or communication issues. The recharger would find the neurostimulator momentarily and then displayed the symbol that it cannot find the neurostimulator. The device was not flipped; palpation caused no stimulation changes. No connection problems were visible (visualization test not reported). There was no known accident or incident related to the complaint. The pt and physician programmer showed stimulation was on, but the pt felt nothing. The device was 50% charged. Electrode impedances, group impedances, and current measurements all showed xxxs even when changing reference electrodes. Interrogation with a second physician programmer produced the same results. The pt settings were: amplitude, 5.8-6.0 volts, pulse width 440, rate 40. There were 3 programs in group a, 4 programs in group b, and 2 programs in group c. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
A numeric value was unable to be determined at the time of measuring impedances.